Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vag. Infect") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salping. (Bilateral (interpreted as salpingectomy- bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, dyspareunia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012 (as reported in ppf, discrepancy noted) plaintiff received treatment for pain,bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: yes result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporter's information was added. Patient's date of birth was added. Added event pain: chronic, pelvic/abdominal, dyspareunia (painful sexual intercourse), vag. Infect., vag. Discharge. Patient note was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.